Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device tip cover was found burnt. The root cause could not be identified. Based on the results of the investigation, it was possible that the event occurred due to the use of an hf instrument without a sufficient distance from the tip. According to the investigation the reported issue is detectable and preventable by handling device in accordance with the following IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt tip cover. There was no patient involvement.